Event description:
Customer's son reported the advantage system gave a blood glucose result of 175 mg/dl at a time when he was symptomatic of hypoglycemia. Customer was not treated based on the advantage result; wife called emt's. Hospital meter result 1 hour later was 30 mg/dl, customer was hospitalized. Caller also reported blood glucose results of 202 mg/dl on the advantage system and 81 mg/dl within 10 minutes on the hospital system. A request was made for the return of the system and a replacement was sent.